Event description:
The integra rep became aware of the incident while visiting the hosp. A pt had a very negative reaction after application of the integra bilayer wound dressing. The pt spiked a fever and had to be hospitalized. The medicines taken by the pt were reportedly reviewed and only difference was the application of the product. The pt is now fine and stable. It is unk if the pt has a hypersensitivity to collagen. The product ID is not provided.